Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a moderately tortuous peripheral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, when the balloon was inflated at 10 atmospheres, balloon ruptured. The procedure was completed using a different device. There were no patient complications reported.